Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited jumpy impedances on the right ventricular (rv) lead. The values were still within normal limits and varied between 500 ohms to 1600 ohms. In addition, thresholds ranged from 0.6v to 2.5v and oversensed noise was observed. There was no asystole greater than 2 seconds. Reprogramming was performed and the products remain in service. No adverse patient effects were reported.